Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the guidewire not advancing was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 20 ga x 2.25¿ accucath peripheral IV catheter assembly. Blood residue was observed throughout the sample. The needle/catheter tip was inserted in a needle cover. Following removal of the needle, inspection wire found that it protruded from the flash notch. The wire shaft was sharply kinked. The wire was not mobile within the needle shaft due to the kink. Microscopic inspection of the needle confirmed that a kinked region of the wire protruded from the needle flash notch. The kink occurred within the coil region. The needle tip appeared well-formed. Following removal of the wire, the coil tip was found to be intact. The wire position and deformation were consistent with attempted wire advancement against resistance, such as into tissue. The blood residue suggested that occurred during attempted catheter insertion. A lot history review (lhr) of reen4563 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the guidewire would not advance and per the end user she was far within the vessel. Additional information rcvd 07/30/2020: it was stated after clinician got a flash, she could not advance the guidewire. It was stuck. 8/10/2020 returned wire is kinked.